Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/10/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Were there any patient consequences? 2. Please provide lot number 3. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) the following information was reported: was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, other information: --> needle lost during surgery. Staff confirmed, needle was not in the surgical field, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was reported that the needle and suture material separated while in use, and needle was subsequently unable to be found all areas in and around surgical field were thoroughly checked however staff advise these needles are micro tiny, so finding problematic. Confirmed needle was not in surgical field. Remainder of used suture material discarded. There were no patient consequences reported. Additional information was requested.